Event description:
Precise pro rx carotid stent system marker on front was torn off.

Manufacturer narrative:
This device is available for analysis, but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information received from an affiliate indicated that the precise pro rx carotid stent system marker on front was torn off. No other information has been provided but the device was returned for analysis. (B)(4): one non-sterile precise pro rx us carotid system 9 x 40 was received coiled inside a plastic bag. The unit was not deployed. The brite tip was split longitudinally; it was not separated from the catheter. No other discrepancies were found. Sem results showed that the split had propagated entirely through the wall thickness of the tip. The fracture surfaces exhibit edges that are uneven and present patterns of ripping on both edges of the failure. Internally, the surface presented a section next to the failure without ptfe, the remaining ptfe presented evidence of abrasion; however, it was not possible to determine what kind of object caused this abrasion on the ptfe. No visual evidence of any chemical degradation was noted. Cutting was discarded as a failure cause since no mechanical surface damage was observed. The exact cause of the split on the brite tip could not be conclusively determined. The unit was received by the pet team, and it was concluded that there are controls to detect this type of defects. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of catheter-tip separated was confirmed through failure analysis. Although the exact cause for the failure could not conclusively be determined there are procedural factors that can contribute to the type of damage found on the device. There are controls in place to detect this type of failure before the product leaves the facility. Neither the DHR review nor the analysis suggests that the failure is manufacturing related therefore no corrective action will be taken.